Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) and the associated outflow graft (lot no. (B)(6)) were not returned for evaluation. A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue. The reported low flow event was confirmed through review of the available log files report which revealed several decreases in power consumption and estimated flows from (B)(6) 2024 through (B)(6) 2024 to parameters below normal operating range. In addition, four hundred and ninety three (493) low flow alarms have been logged since (B)(6) 2024. The reported outflow graft external compression event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation and the available information, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to constriction at the outflow graft, thrombus at the inflow cannula/outflow graft, and/or poor vad filling. Additional product: 1125-outflow graft lot # (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the outflow graft compression was due to iatrogenic injuries. The outflow graft revision and surgical debridement was done via right thoracotomy

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was asymptomatic while experiencing several low flow alarms and they were hospitalized. A computed tomography (CT) confirmed an external outflow graft (ofg) compression and the ofg was revised. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: 28-feb-2021/ serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 28-feb-2019 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Continuation of d10: dtpa2q1 ICD implanted (B)(6) 2024, 690r26 heart ring implanted (B)(6) 2020, 694758 lead implanted (B)(6) 2012 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) and the associated outflow graft (lot no. 2002668964) were not returned for evaluation. A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue. The reported low flow event was confirmed through a review of the available log files report which revealed several decreases in power consumption and estimated flows from (B)(6)2024 to parameters below the normal operating range. In addition, four hundred and ninety-three (493) low flow alarms have been logged since (B)(6) 2024. The reported outflow graft external compression event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation and the available information, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to constriction at the outflow graft, thrombus at the inflow cannula/outflow graft, and/or poor vad filling. Additional product: 1125-outflow graft lot # 2002668964 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.